Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd¿ syringe s2 was below the lower limit when sampling the taper fit of the batch. Customer¿s verbatim: ¿ the distributor found that the needle 5/5 was below the lower limit when sampling the taper fit of the batch. ¿

Manufacturer narrative:
Investigation summary: DHR: 1803166: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. No sample or picture available for evaluation. Since bd was unable to confirm your indicated failure mode, and review of DHR showed no indication of the alleged defect, no root cause related to manufacturing process is determined. The absence of other complaints related to this issue were received establishes that no corrective action is required at this time. Process monitoring will be conducted in order to ensure that product is maintained within established tolerances.

Event description:
It was reported that the needle of a bd¿ syringe s2 was below the lower limit when sampling the taper fit of the batch. Customer¿s verbatim: ¿ the distributor found that the needle 5/5 was below the lower limit when sampling the taper fit of the batch. ¿